Event description:
It was reported that during a left antebrachium shunt percutaneous transluminal angioplasty (pta) treatment procedure, removal difficulties resulting in balloon separation occurred. The lesion being treated was calcified and 80% stenotic. It was located in a very tortuous left antebrachium shunt. The physician used a 4f sheath to deliver the symmetry 6.0-4/4t/90 cm balloon to the lesion. The balloon was inflated to 2 atms. During deflation, under fluoroscopy, the physician noticed that the balloon did not rewrap well. The balloon was inflated to 4, 6, 10, and then 15 atms. During withdrawal, the balloon became stuck in the sheath. When the physician pulled the balloon with significant force, the balloon separated from the catheter, but remained in the introducer sheath. The balloon and sheath were removed as a unit and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as "good".